Event description:
According to the reporter: none of the tacks deploy during the case. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.